Event description:
It was reported that the right atrial lead exhibited high impedance, an insulation anomaly and was fractured. It was difficult to remove the lead due to scar tissue. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).